Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
March 5, 2019 update from sales rep: I can confirm the 28mm head disassociated from the adm poly. The adm poly insert also dislocated from the mdm metal liner. Mdm liner and femoral head failed - revised the component with liner change and found mdm liner has disengaged from the femoral head (intraoperatively noticed that insert and head had become disengaged).